Manufacturer narrative:
The investigation into this issue determined that there is a high possibility that control and calibrator materials had been mixed during the fill process and that hba1c calibrator lot 54582uq02 may contain a quantity of high control material instead of calibrator level 2 (l2). A product recall letter was issued to all architect customers who have received the architect hba1c calibrator lot 54582uq02. This lot may generate an active calibration curve, a shift to qc and patient results may occur. The letter instructs the customer to discontinue use of the suspected lots and destroy any remaining inventory.

Event description:
Abbott laboratories has identified an issue with the architect hemoglobin a1c calibrator lot 54582uq02, list#04p52-01. It was noted that the calibrator level 2 bottle may have been manufactured incorrectly for a portion of the lot and although this lot may generate an active calibration curve, a shift to qc and patient results may occur. It was further observed that between the hba1c concentration range of 5.33% to 6.87%, there is no impact to assay performance, however, outside of this range a bias of greater than 3% may be seen with patient results. There have been no reported injuries or impact to patient management as a result of this issue.